Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and takes longer to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.